Event description:
It was reported that the insulin pump was beeping and there was a black circle on the screen with a button error alert. Customer's blood glucose level was 180 mg/dl. Customer could not clear the message. Customer stated that he does not recall if the pump got wet or was bumped. Customer was asked to remove the battery from the pump for 30 minutes. When he called again, the error returned. Customer received a replacement pump. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.